Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that infusion set cannula was bent on 07 mar 2026 and the patient experienced high blood glucose levels 514mg/dl and was treated with multiple daily injections.